Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent robotic-assisted operative laparoscopy, tlh/bso, bilateral ureterolysis, enterolysis, colorrhaphy (suture, large intestine), cystoscopy with placement of bilateral ureteral stents on (B)(6) 2015 due to stage IV endometriosis, chronic pelvic pain and history of small bowel obstruction. It was reported that patient underwent robotic-assisted operative laparoscopy with mini-laparotomy, enterolysis, closure of enteric fistula, colorrhaphy, cystourethroscopy and enterectomy with enterostomy on (B)(6) 2015 due to enterovaginal fistula, endometriosis and bowel obstruction. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent an exploratory gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with removal of adhesions due to suspended uterus and adhesions of gynecological and other tissues. Post-surgery the patient experienced relief. In 2014 patient experienced pain and other injuries, it was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, due to pelvic pain, endometriosis and severe pelvic adhesions. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding and dyspareunia. No additional information was provided.